Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blood glucose level of 420 mg/dl, which was treated with the insulin pump. Blood glucose level at the time of the call was 303 mg/dl. High blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.